Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that patient with edwards valve with unknown implant duration underwent a valve-in-valve procedure due to aortic stenosis. A tavr was performed with an edwards transcatheter valve. No other details available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was learned that patient with edwards valve with unknown implant duration underwent a valve-in-valve procedure due to severe aortic stenosis. A tavr was successfully performed with an edwards transcatheter valve. Hemodynamics were measured and demonstrated no significant gradient. The patient tolerated the procedure nicely and was transferred to recovery in stable condition. She was discharged home in stable condition on pod #2.